Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported to philips healthcare that the heartstart xl had a message stating that maintenance was required. There was no pt involvement.